Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 17mg/dl, 24mg/dl, 167mg/dl. Tests were done within less than 10 minutes with a difference of 89mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer applying blood technique and cleaning meter incorrectly. Also the meter and tests strips does not match.